Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h11 corrected fields: d3, g2, h6 (component codes).

Event description:
N/a.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that an unknown intra aortic balloon pump (iabp) had an autofill error and the device shuts off. No harm or injury to the patient was reported.